Event description:
Matrix locking cap stuck during removal on (B)(6) 2013. The surgeon used two screw drivers to remove the screws inside the locking cap. This report is for an unknown matrix locking cap. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for an unknown matrix locking cap. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative: a review of the device history record has been requested.

Event description:
The original implant was done on (B)(6) 2012. No problems with the hardware were noted between the original surgery date and planned explant procedure on (B)(6) 2013. On (B)(6) 2013, the hardware was reexposed and locking caps were removed using the suggested technique. The final cap would not come out despite repeated attempts. During the final attempt the screwdriver tip broke. All pieces were retrieved successfully. The process was tried a second time and a second screwdriver tip broke. Pieces were again retrieved. The surgeon then cut the rod in situ using a metal cutting high speed burr. Once the rod was cut, the surgeon removed the polyaxial screw, short rod piece, and locking cap as a unit. The screw came out successfully and all pieces were saved. The wound was irrigated and closed in the usual manner and the planned explant was considered and success. This is report 1 of 3 for complaint (B)(4).